Manufacturer narrative:
The reported event of noise and inappropriate low voltage output not confirmed. Device image analysis indicated average current trends were normal and voltage was in normal range of operation. Analysis of device image showed false elective replacement indicator (eri) and end of service (eos) flags were triggered due to exposure to electrocautery which is consistent with external interaction during explant. User's manual indicates that electrosurgical cautery can induce ventricular arrythmia and/or fibrillation or may cause asynchronous or inhibited pulse generator operation. Further analysis did not find any anomaly. Longevity assessment was performed, and device had appropriate remaining longevity.

Event description:
It was reported that a during a pacemaker replacement procedure that there was inappropriate low voltage output that resulted in ventricular fibrillation due to oversensing noise on the pacemaker (pm). The rhythm was converted with external defibrillation. The physician explanted and replaced the pacemaker. The patient condition was stable following the procedure.